Manufacturer narrative:
The cartridge is not an implanted device. (B)(4). Device evaluation: the cartridge was not returned to the manufacturing facility for investigation. The lens was returned only and no damage on the lens was observed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records for the cartridge was performed. The manufacturing records were evaluated and the devices were manufactured within specifications. The units were released according to specification. There was no issue reported. A search on complaints revealed no other complaints for this production order number has been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while the doctor started to insert a z9002 intraocular lens (iol) into the operative eye, the incision was determined to be too small. Therefore, the incision was enlarged to successfully complete the procedure with another lens. Reportedly, there was no patient injury. It could not be confirmed if the cartridge tip, model pscst30, was too big. No additional information was provided.